Manufacturer narrative:
During follow-up with the contact, a blood glucose (bg) level of 47 mg/dl was reported and was a result of administering more insulin than was required through insulin injections in order to compensate for the ketone level. The pump or supplies did not cause the low bg. The low bg was addressed by consuming glucose tablets. The bg was 147 mg/dl. The contact stated that the high bg was resolved after the infusion set site change. The next day ((B)(6) 2016), the customer's bg was stable. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported by the contact that the customer had a blood glucose (bg) level of 283 mg/dl with a moderate level of ketones. Insulin injections were administered to address the bg level. A pump system check was performed and air bubbles were found in the infusion set tubing. The contact primed out the air bubbles. The contact also stated that a healthcare provider adjusted the pump settings to address the high bg level.